Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery error, power error. She can not get it to start again. She had inserted multiple different batteries but nothing was happening. Customer checked battery cap and she said there was no damage on the cap or inside the battery holder, everything was in place. Customer can not start the pump back again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to power connector not plugged in properly.